Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. Pt reported that this morning, they saw a message that stated battery empty. Cannot continue. Recharge controller. Pt said they charged their implant for 2-3 hours from 20% to 70% which they said would normally take 1 to 1 1/2 hours. Pt stated before they could fully charge the implant (ins), the controller needed to be recharged. Pt stated at one point, the ins and controller were at 50% and a few moments later, they saw controller battery empty message again. Agent had the pt reset the controller by plugging the empty controller into the ac power supply. Pt confirmed controller turned on. Pt reinserted the battery pack and confirmed green blinking light on the top of the controller screen. Agent had pt grab the recharger and pt reported that recharger got extremely hot earlier when they charged their ins. Agent sent request to repair to replace the recharger. The reason for call was pt reported that last night, they saw a message on the controller with numbers 1 to 4 which they were unable to take note. Agent was able to conclude that it was the software problem message. Pt said that they resolved the issue by removing the battery pack and reinserting it after a few seconds. Agent provided education about software problem message. No patient impact or symptoms.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed : complaint unverified. Failed- gnd cable resistance. Found no issues with finding or charging ins. White arrow rubbed off connector. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.